Manufacturer narrative:
Complaint confirmed, the tip of the device was found to be detached. Complainant's event is most likely caused by leveraging/prying the device during implantation procedure which is evident from the returned bent wire and broken cannula.

Event description:
It was reported during a meniscus repair procedure, the ar-4501 meniscal cinch ii broke at the welding site upon insertion of the second implant. The rep stated the shaft broke after deploying the first implant, and as the surgeon was locating their second site for implant number two the delivery cannula broke at the welding point. The rep stated the first implant was not retrieved and remains implanted. The surgeon cut and removed the suture from the first implant. Another ar-4501 from lot: 10264512 was brought in and used to complete the procedure. The device is available to return for evaluation. The rep confirmed no extra incision was necessary.